Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after an diagnostic angiogram procedure, using a 6f sheath. Reportedly, when the lever was lowered to close to the foot, a slight resistance was felt. When the device was removed, it was observed that the foot had not fully retracted. There was no damage to the artery. Hemostasis was achieved using the sutures of the perclose proglide device. Tissue tract oozing was treated with adjunctive manual compression. This is the standard policy for tissue tract oozing at this hospital. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.